Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome was not lifting equally, damaging the graft harvest. An additional unplanned skin graft was not required. No harm or delay was reported. An alternate product was available for immediate use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections review of the most recent repair record determined the unit was confirmed to have low motor speed and was out of calibration. The motor, bearing pack, o ring, seal, reciprocating arm, external e-ring, ball plunger, and die cast aluminum lever were replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.